Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, overlay scratched, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, label damage (faded and stained), broken belt clip rails, broken battery tube threads, missing o-ring (reservoir tube) and detached retainer. Cosmetic damage was confirmed at the battery compartment found during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack at the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885. The troubleshooting was performed and no harm requiring medical intervention was reported. Mmt-1885 was requested and the customer returned the device.